Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: the device was in use with the vapr vue generator device. This is report 1 of 3 of (B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff repair surgery on shoulder joint for rotator cuff tear it was observed that the vapr tripolar 90 suction elect device probe either activated without pressing the switch or did not activate even when pressed. It was reported that therefore, a new tripolar device was opened, the surgeon properly connected it to the console, and attempted to use it, but the same situation arose as with the first one. According to the reporter, when the third vapr tripolar 90 suction elect device was opened, it worked properly, so the surgery continued and was completed successfully. There was a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, and a test footswitch was used too. The ablation function and the coagulation function were activated several times in their maximum power for one minute each test, and they did not work as intended for any of the buttons or for footswitch activation. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. There was residue on the ceramic, tissue debris in the suction port and procedural residue in suction tube. Additionally, the suction valve was received in closed position. There were no ncrs or deviations raised during the manufacturing process of this device. The customer stated that ¿the tripolar, a dedicated probe, was used, but when the surgeon tried to start using it, it either activated without pressing the switch or did not activate even when pressed.¿ the returned device passed both electrical and functional checks with no error code displayed, and no other issues detected. Activation was found to be consistent and as expected. The flow rate of the affected product was within the manufacturer's specification. The customers issue could not be replicated. We acknowledge that during testing that he device did not work as intended, however we could not replicate the failure while testing the device. No further investigation is required as the complaint device reported was found to meet manufacturer's specifications, and as a result the root cause of the reported complaint could not be determined in this instance. The reported condition of continuous activation for this device has been investigated before under a CAPA. The complaint cannot be substantiated. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.